Manufacturer narrative:
One controller and one cac adapter were returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed through visual inspection and functional testing. Analysis of the cac adapter revealed that the device met specifications; the device passed visual examination and functional testing. Analysis of the controller revealed that the device failed to meet specifications; the device failed visual examination and functional testing due to a broken pin on the ps1 connector. The damaged port was unable to transfer electrical signal from the battery or ac power source to the controller, rendering it ineffective. The confirmed malfunction is related to the reported event. The most likely root cause of the failure is a forced connection, which likely contributed to the event. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." No further information will be asked for this complaint as it pertains to (B)(6) study group and they will be responsible for the reportability and follow up of the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2016-00850 and 00851) submitted for devices related to the same event.

Event description:
It has been reported from the u.s. By a perfusionist from the center that the patient was switching from ac to battery but was unable to connect the battery. The nurse attempted to put the patient back on ac adapter, but was unable to connect to controller. Controller and ac adapter was exchanged. Investigation is ongoing.